Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced low blood glucose level. The customer's blood glucose levels were 50 mg/dl and 89 mg/dl. The customer reported that they treated low blood glucose level with drinks. The customer did not mention any symptom related low blood glucose level. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.